Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of iab would not inflate completely is not confirmed. The returned intra-aortic balloon catheter (iabc) bladder was fully intact with no abnormalities noted. The returned device passed visual and functional test specifications. Additionally, the returned packaging tray was damaged with evidence that the instructions for use (IFU) was not followed to properly remove the device from its packaging. Improper removal of the device will result in damage to the device. The instructions for use states "1. Connect one-way valve to male luer on short driveline tubing attached to iab. Insert supplied syringe into one-way valve. Slowly aspirate a full syringe of air. Precaution: the one-way valve will maintain vacuum on the balloon and must remain in place until is fully inserted. Remove syringe. 2. Remove catheter from tray, keeping it in line with balloon membrane. 3. Grasp catheter close to tray and pull it straight out of the holding sleeve. Note: keep catheter level with tray. Do not lift or bend during removal." The root cause of the complaint is undetermined. An in-service has been requested to review the instructions for use (IFU) with the customer. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that under dsa fluoroscopy, it was found that the balloon could not fill properly. It was noted when the doctor started the intra-aortic balloon pump (iabp), the equipment stops and alarms after several cycles. As a result, a new catheter was used. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that under dsa fluoroscopy, it was found that the balloon could not fill properly. It was noted when the doctor started the intra-aortic balloon pump (iabp), the equipment stops and alarms after several cycles. As a result, a new catheter was used. There was no report of patient complication or serious injury and death.